Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that in the middle of prime/ tune the system would turn itself off. During tuning the handpiece was not making the usual tuning sound. The company representative was contacted for technical support. The vacuum was increased and that seemed to work enough to proceed. During the case the fragmatome failed. The irrigation worked but not the aspiration part. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The system was examined and the reported event was not replicated. However, as a preventive measure, the fluidics and us-diathermy were both replaced and returned for evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The fluidics and us-diathermy were received for evaluation. A visual assessment and functional testing were performed. The samples were found to ¿prime and tune¿ successfully and meet relevant specifications. The reported events could not be replicated. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).